Event description:
Information received by medtronic indicated that the customer received the error codes of an error in the motor was detected by reading unexpected value from hall sensor (pump error 43); motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period(pump error 41); the hrm task did not grant motor power in reasonable time(pump error 82) twice; and battery alarm. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind. The error table indicated that the pump had to be replaced. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed the displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement, and self -test. Unit failed to pass the sleep current measurement due to high currents. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 41, pump error 43, pump error 82 noted during testing. Pump error 41 & pump error 43 occurred on 03/31/2023 09:58 on event date in history files. Pump error 82 occurred on 03/24/2023 05:47 in history files. Failed battery test occurred on 03/24/2023 05:57 & 03/31/2023 09:59 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic stack and force sensor. Motor was tested outside and it passed. The following were noted during visual inspection: pillowing keypad overlay, keypad overlay texture damage. Pump error 41 & pump error 43 are confirmed due to motor anomaly. Pump error 82 is confirmed and isolated to electronic assemblies. Failed battery test is not confirmed. Unexpected battery power loss is confirmed due to moisture damage on the electronic stack and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.